Event description:
Dr. Placed an order for a port removal and a new port placed. The order asked for the line to be investigated because it had broken and/or cracked. It appears the port was placed on [date redacted].